Event description:
A malfunction alarm identified as malf 24 occurred, but there was no adverse impact to the customer's blood glucose level. The customer was informed that their pump would be replaced by tandem technical support, and they received a pump with updated software. The customer was advised on storage mode instructions and to return the faulty pump within 10 days to avoid a charge. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy if needed.